Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with a skin infection after receiving a generator replacement. The patient was admitted into the hospital and treated with antibiotics and then released the next day. It was noted that the skin infection came from the patient having an allergic reaction to dermabond which was used on the incision. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No additional relevant information has been received to date.